Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4). The returned device was visually inspected and the inspiratory and expiratory heater wires were resistance tested with a calibrated multimeter. Results: visual inspection revealed black and orange/brown stains on the evaqua2 expiratory limb. Both the distal and proximal connectors on the inspiratory limb were loose and disconnected easily. The resistance of the inspiratory and expiratory heater wires was within specification. Conclusion: the damage observed on the returned rt380 adult dual heated evaqua2 breathing circuit was most likely due to the cleaning and disinfection of the breathing circuit. The rt380 is a single use breathing circuit and is not intended to be cleaned or disinfected. This hospital has previously informed us that they disinfect and clean the breathing circuits. Condensate in the humidification system is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of multiple set up and environmental factors. The user instructions that accompany the rt380 breathing circuit state: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." In addition the user instructions include the following warning: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers."

Event description:
A hospital in (B)(6) reported that the condensation in an rt380 adult dual-heated evaqua2 breathing circuit was more than normal. They further reported that the patient had pulmonary secretion. No patient consequence was reported.